Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using stago neoptimal reagent. The laboratory result was 3.5 inr. The meter result was 5.4 inr. The laboratory result was 3.32 inr. The meter result was 4.5 inr. The therapeutic range was 3.5-4.5 inr.